Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device which identified an inner member separation. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified diagonal artery. Pre-dilatation was performed with a semi compliant balloon. Then a 2.0 x 12 mm xience xpedition stent delivery system was successfully deployed and implanted. Post-dilatation was attempted 3-4 times with a 2.0 x 08 mm nc trek balloon that was unable to inflate while pressurized at 18 atmospheres. A 2.0 x 12 mm nc trek was used to successfully complete the procedure with results indicating a timi 3 flow. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.